Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted while the pt was in the cath lab. The day after insertion the pump was on 1:1 ratio; however, the console was showing 1:2 ratio. The rn stated that she tried to flush the central lumen and nothing changed on the console (there was no drop on the waveform on the console). The rn looked at the pressure tubing and found that the "male part of the connection on the 6" tubing was broken." As a result, the ap tubing was exchanged and the intra-aortic balloon pump (iabp) therapy continued. There was no reported pt death injury. Medical/surgical intervention was not required. There was a reported interruption in iab therapy for the time it took to exchange the 6" tubing. There were no reported pt complications. The pt outcome is fine.